Event description:
Customer reported the sensor sys measured 100 mg/dl more then a result obtained on professional device (results were not known). Customer rec'd unspecified medical treatment based on the result obtain from the professional device. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.